Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stop events. The reported driveline fault alarms were not confirmed. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, examination of the returned portion of driveline confirmed superficial driveline damage to the outer jacket. Furthermore, a specific cause for the patient¿s driveline infection could not be determined. The submitted log file captured transient pump stop events on 08dec2022 with associated low speed hazard and low flow hazard alarms while the system was powered by the power module. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 17.5¿ of the external portion/distal-end of the driveline was returned for evaluation. A small tear in the outer jacket was observed approximately 3¿ from the controller connector. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number 22309 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection. It was also reported that the patient had driveline faults and pump stops were noted upon investigation and the patient was on grounded cable. The log files showed 2 pump stops on (B)(6) 2022 that occurred while the ventricular assist device (vad) was connected to the power module, and it was recommended to keep the vad on battery power until driveline repair was done. While the driveline repair was being performed, a small tear was noted in the driveline near the controller. The repair was done by opening the driveline approximately 6 inches from the exit site. There was no visible damage to silastic, bionate, or shielding. The green, brown, and orange wires were spliced, and the drivelines were swapped with no issue to the patient or equipment. Splicing was continued with yellow, black, and red wires and the area was closed up per procedure.